Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic, upon interrogation no telemetry was noted. The device was reprogrammed successfully and resolved the issue, the patient was doing fine.